Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the latch lock sensor failed. This event occurred during testing. There was no patient involvement or harm.

Manufacturer narrative:
H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. A review of the event history log (ehl) showed instances where the latch was opened and closed. No repair history was identified within the previous 12 months. Visual inspection revealed that the downstream occlusion (dso) seal was delaminated. Functional testing was performed, and the reported issue was confirmed when the latch lock sensor failed during the latch lock test. The latch lock flex sensor and dso seal were replaced as part of the repair. The probable cause of the issue could not be determined. The device passed all functional testing after repair